Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has not been returned by the customer for evaluation. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
"My partner did heroption 1 wk ago and pt was hospitalized for sepsis due to perforation." (B)(4).